Event description:
It was reported that the customer experienced high and low blood glucose levels. It was also reported that the blood and sensor glucose readings had discrepancies, as well. The caller stated that the customer had not been admitted to the hospital but had been visited by an ambulance. At about 5:00 am, the customer's blood glucose was 26.4 mmol/l. The customer's blood glucose was 2.7 mmol/l in the ambulance. The customer stated that he had been under mental strain on the evening prior. The customer had gone home and changed the sensor. The customer stated that he had eaten but had forgotten to bolus for the meal. The customer had calibrated when the blood glucose was 16 to 17 mmol/l and had taken a correction bolus that was slightly too large. The customer stated that the sensor had not followed the decrease in blood glucose. Upon the ambulance's arrival, he was treated with an intravenous drip. He was advised to turn off the auto-calibration feature. The sensors were replaced.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.